Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding implant of a 29mm sapien 3 ultra resilia valve in the aortic position. The valve was inserted into the 16f esheath, encountered resistance and could not advance. The system was removed intact, with what appeared to be a tear that resulted in the valve coming through the seam of the sheath. There were no reports of injury to the patient. In addition, it was reported there may have been a slight bend in one of the valve struts.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the site and revealed the following tortuosity was present in the patients right access vessel and calcification was present in the patients right access vessel. The reported event was unable to be confirmed. An existing technical written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event tortuous patient anatomy can create suboptimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement leading to resistance. Per imagery review tortuosity was present in the patients right access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Per imagery review calcification was present in the patients right access vessel. Excessive device manipulation high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, the valve was inserted into the 16f esheath and hit a spot where it split the sheath and wasnt able to move anymore the system was removed intact, with what appeared to be a tear that resulted in the valve coming through the seam of the sheath per fcs, there is maybe a slight bend in one of the valve struts. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) and or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to device return findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. Per pre-deco notes (B)(6) 2024, the devices were received for evaluation. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was received for evaluation. The returned device was visually examined for any abnormalities and the following was observed: one (1) bent strut at the inflow side post-expanded valve: one (1) strut remained slightly bent on the inflow side between c2 and c3, frame is deformed and tilted, leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was provided by the site and revealed the following: tortuosity was present in the patients right access vessel and calcification was present in the patients right access vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported event was confirmed based on the returned device. Available information suggests patient factors (tortuosity, calcification) and/or procedural factors (high push force) likely contributed to the event as 3mensio imagery revealed tortuous anatomy of patients access vessel, additionally the returned device crimped valve was exposed through the sheath liner. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Additionally, high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Additionally, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.